Manufacturer narrative:
Results: the pusher is damaged and is twisted/bent. The coil is kinked and has a broken stretch resistant (sr) wire. The pusher have a broken pet-lock. The pusher assembly's distal detachment tip is clear of the pull-wire or constraint ball. Conclusion: the complaint has been evaluated. The complaint indicates that the coil detached during the retraction within the patient. It is not possible to determine which pusher belonged to the coil described in the complaint however, each pusher assembly showed evidence of coil detachment based on the observed broken pet-locks at the proximal end. In addition, none of the pushers had part of the broken coil in the ddt. Based on the observations during device investigation and the complaint description, the force used during manipulation and retraction of the coil in the patient was in excess of the tensile strength of the material causing the sr wire to break and the coil to detach. The kinked catheter was likely kinked due to post procedural handling and is not associated with the complaint. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
Patient was undergoing procedure for cerebral embolization using penumbra 400 coils. The first three coils were successfully placed in the aneurysm. The fourth coil was inserted, but too large to fit inside the aneurysm. The physician carefully withdrew the pusher to remove the coil from the patient. Upon exiting the hub it was discovered that the coil detached from the pusher. Fluoroscopy revealed that the coil remained around the hub of the px slim delivery microcatheter. The physician removed the coil by removing the px slim from the patient with no adverse effect to the patient.